Manufacturer narrative:
A new device was successfully implanted. The explanted device was discarded and not returned to boston scientific for analysis. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator experienced a charge time of 23 seconds. In addition, this device was included in the mid-life display of replacement indicators product update classified as a product advisory initially communicated on 3/10/2007. The decision was made to removed and replace the device. The explanted device was discarded at the hospital and not returned for analysis. No additional adverse patient effects were reported.